Event description:
It was reported that the patient's lead bulged out and she had a revision. The healthcare provider confirmed that the patient experienced a new pain. The neurostimulator site was revised. No surgical complications were reported.